Event description:
"Event desc: lab personnel have been experiencing problems with the quality of the blue nitrile gloves being used. The gloves rip very easily and stick together in clumps in the boxes. The sizing as well as thickness of the gloves have been noted to be very inconsistent box to box. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".